Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "patient felt crack in left hip while walking and strong pain after that. Event happened after surgery, x ray was made. Revision surgery will be made on (B)(6) 2022."

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the nail was completely broken in the thinned webs of the proximal drill hole for the lag screw. The appearance of the breakage surfaces identified the nail had broken in fatigue manner ¿ indicated by lines of rest and missing plastic deformation. The incipient crack had started close to the smallest cross section at lateral in the anterior web and had progressed towards medial. In the lateral area the edge had become damaged by most likely a drill. This was caused intra-operatively by contact with the step drill while preparing the cannulation for the lag screw. The resulting edge had weakened the material significantly. During and after the breakage nail and lag screw had been significantly loaded ¿ indicated by significant material abrasion in the medial, inferior edge of the proximal drill hole. Additional overlying stresses in the area nail -/ lag screw-edge contributed to the origin of the incipient crack. Dimensional inspection indicates that the device is within the specifications. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "patient felt crack in left hip while walking and strong pain after that. Event happened after surgery, x ray was made. Revision surgery will be made on (B)(6) 2022."